Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the reason for explant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm bioprosthetic aortic valve that required valve in valve intervention after an implant duration of approximately seven (7) years, 10 months due to unknown reasons. A 26mm transcatheter valve was implanted within the existing valve. There were no reported complications.

Manufacturer narrative:
(B)(4).

Event description:
Edwards received notification that this patient of (B)(6) underwent surgery for a valve in valve replacement in the aortic position after an implant duration of approx 7 (seven) years and 10 (ten) months due to high gradient. A 26mm transcatheter valve was implanted within the existing valve. There were no reported complications